Manufacturer narrative:
(B)(6). Patient date of birth and weight were not provided for reporting. This report is for one (1) unknown rod. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(6). This report is for one (1) unknown rod. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that a (B)(6) patient was previously operated on due to scoliosis. The date of the first surgery is unknown. During a checkup the doctor detected that the placed rods are fatigued and decided to make a change. The revision surgery took place on (B)(6) 2017. Patient condition was reported as ok with high risk. Incident occurred during revision surgery is captured under (B)(4). Reported concomitant devices: locking cap (part: 04.636.001, lot: quantity: approx. 20). This report is for one (1) unknown rod. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: reporter first and last name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.